Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a replace battery now alarm on the insulin pump. They had changed the battery 3 times. The customer¿s blood glucose level was unknown. They were receiving a low battery alert. Troubleshooting was performed. It was noted that a new battery resolved the issue. However, the customer had called back again within the same day to report that they received a power loss alarm. There was no clear indication that the alarm was cleared. The device will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. Pump trace download analysis confirmed the pump alarmed power error 25, low battery, and power loss. The power management tool confirmed power error 25, low battery, and power loss alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. The pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.